Event description:
It was reported that the device exhibited <200 ohms bipolar lead impedance and a capture threshold of 3.25 v, 0.4 ms. The patient was not pacemaker dependent and paced only 5% of the time in the ventricle. The device was left in the bipolar configuration.